Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.

Manufacturer narrative:
The reported event was confirmed through device data logs from the perfusion event. During servicing, the blood gas analyzer calibrator was tested and frequent calibration errors were noted. The cause of the reported event was determined to be a faulty calibrator. The part was replaced and the device subsequently passed all testing.

Event description:
During perfusion, the device user observed message code 480 indicating high blood oxygen levels. At this time, the blood in the system had turned dark, raising concerns about the oxygenation level. The po2 reading on the metra displayed a po2 >200mm/hg, while oxygen delivery was 0%. Troubleshooting was attempted with the help of a clinical specialist. The customer decided to use an external oxygen line, which immediately appeared to improve oxygen delivery to the blood. The possibility of using a gas blender to add air was considered, but the device user declined since the liver was scheduled to be removed from the device shortly. The liver was successfully transplanted.